Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: ¿deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿yellow particles observed inner the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.